Event description:
It was reported the patient ((B)(6)) lost stimulation. Additionally, the patient's programmer was unable to communicate with the ipg. Troubleshooting identified a replacement programmer did not resolve the issue and the patient ipg is inoperable. In turn, the patient underwent surgical intervention to explant and replace the ipg which resolved the issue. The date the patient lost stimulation is unknown.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.